Manufacturer narrative:
Event was reported to have occurred on an unreported date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified pd infection. The cause of the event was reported as due to "glucococcus". The location of the infection was not reported. On an unreported date, the patient was hospitalized for the event. The patient was treated with "unspecified" cephalosporin (intraperitoneal, dose, frequency and duration were not reported) for the event. At the time of this report, the patient remained hospitalized and was not recovered from the event. Action with pd therapy was not reported. No additional information could be provide as the reporter declined follow up.